Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed ventricular high rate episodes with electrogram (egm) showing apparent noise oversensing. The ventricular lead impedance trend averages 480 ohms, but since the polarity switch on (B)(6) 2015, the average impedance is 330 ohms. The high impedance pace count of 1818 also occurred since the polarity switch. (B)(4).

Event description:
It was reported that the patient came to the hospital due to their right atrial (ra) lead and right ventricular (rv) lead having a polarity switch alarm possibly due to electromagnetic interference. Additionally, both leads showed a sudden drop in impedance and an episode of noise. The leads remain in use. No patient complications have been reported as a result of this event.